Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Dexcom representative advised patient regarding the range of the transmitter and sleeping on the transmitter. Patient's mom stated that she will perform a device reset at a later time as she does not have the device with her at the moment. No additional patient or event information is available.